Manufacturer narrative:
The suspect device is not expected to return. A follow up will be submitted when the evaluation is complete.

Event description:
The user reported that after deploying the stent, the catheter tip of the delivery device broke off inside the patient's left bronchus trunk. The physician needed to snare the catheter tip because it would have affected the patient's total lung capacity, respiratory capacity, and could easily lead to pneumonia which could be life-threatening for this patient. No additional consequences to the patient were reported.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause is unknown. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.